Manufacturer narrative:
The customer provided patient retrospective database was reviewed by a spacelabs lead software engineer. A 3.3 second pause was located for the event time. The 90478 telemetry module does not generate an alarm for pauses of less than five seconds duration. A pause of greater than five seconds duration triggers an asystole alarm. No alarm was triggered for this event since alarm threshold was not met. There was no malfunction. This report is considered final and the issue closed.

Event description:
Spacelabs received a report that a telemetry receiver module model 90478 failed to generate an alarm for pause or asystole on (B)(6) 2015 at 6:34 p.m. No one was injured as a result of this event.